Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. Ther was no patient or clinician injury reported.

Manufacturer narrative:
Device evaluation: one case of hypodermic needles of the complaint lot was returned for evaluation. (B)(4) random samples were examined. Visual inspection observed no non-conformities with the device. During functional testing, the cannula was tightened to the device per direction found in the instruction for use. Testing found no leakages or detachment of the cannula. The returned device was found to operate as intended. No evidence was found to suggest the reported event was caused from intrinsic product fault.